Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR, device manufacture date: part 312.648, lot 4724864: release to warehouse date: february 24, 2004. Manufactured by synthes brandywine. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the device had no signs of damage or defect aside from normal cosmetic surface wear consistent with handling and use. Functional testing could not be performed as the concomitant device was not returned. However, the reported concomitant device, an unknown t-15 screwdriver, is not intended to be assembled with the drill guide. Relevant technique guides for lcp plates and universal locking trochanter stabilization plate were reviewed and it was determined that threaded drill guides are used to aid drills in drilling the screw holes. The technique guide also states to remove threaded drill guide from the plate holes after drilling to enable screw insertion using t15 screw drivers. The received condition did not agree with the complaint description. Although functional testing was not performed, the complaint could not be confirmed as the two devices are not intended to be assembled together. The distal hole was measured and was within specification. The relevant drawings were reviewed. No design related issues were observed during investigation. The complaint was not confirmed with investigation as the two devices are not intended to be assembled together. No design or manufacturing issues were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, in sterile processing set assembly, it was discovered that the threaded drill sleeve did not engage t-15 screwdriver. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) 2.8mm threaded drill guide. This report is 1 of 2 for (B)(4).